Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer's blood glucose (bg) level was "high"; although specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.